Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2267 alarm (indicating air) on the homechoice (hc) device during dwell 1. The technical service representative helped clear the error and explained the error. Per the hp all the bags were connected and there were no signs of a leak. The hp would call the nurse for instructions on finishing therapy (B)(6). The caller was instructed to discard the sample. Follow up with the nurse revealed that the patient did contact her regarding this issue. The nurse assisted the patient and they were able to continue with therapy. No product information was available. The nurse stated that there was no medical intervention or patient injury associated with this report.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (B)(4) alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. The patient saw no defects on the supplies and was able to resume therapy successfully with new supplies. There was not enough data within the complaint information to identify root cause. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.